Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to associated manufacturer report # 3005099803-2008-3520 for a description of the first event. According to the complainant, during the procedure, the next device was attempted to inflate to 7atm, but it was ruptured too. This procedure was successfully completed with a third cre esophageal /pyloric/colonic wireguided balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok

Manufacturer narrative:
A visual analysis of the returned device revealed that the balloon was torn longitudinally. According to the dfu, to prevent balloon burst, do not exceed the inflation pressure given for the largest diameter on the catheter's hub and package label. Balloon bursts can also occur due to a sharp exterior source e.g. A calcified lesion, penetrating the balloon. As the balloon is inflated if there was a calcified lesion present the more the balloon was inflated the more pressure this calcified lesion would have put on the balloon until the lesion penetrated the balloon and caused it to burst. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-3521.

Manufacturer narrative:
Corrected data: should be: 2006 was: 2008: should be: unknown was: no: should be: unknown was: initial use of device.